Manufacturer narrative:
(B)(4).

Event description:
It was reported that during initial insertion of a peripherally inserted central catheter (PICC), damage was noted on the tip of the peel-away sheath. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as fine. Good faith efforts were made to obtain additional information regarding the reported device issue and to determine whether any medical intervention was required as a result of this event. A total of three documented attempts were made to contact the user facility; however, no response or additional information was received.